Manufacturer narrative:
(B)(4).

Event description:
Distributor on behalf of patient's parent contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced no audio output. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.